Event description:
Following hip fx surgery, ortho table failure occurred. Right buttock support gave and patient tipped to the right side. Patient was caught and did not hit the floor, but the event resulted in an additional distal torsion fracture that resulted in surgical intervention.

Manufacturer narrative:
Unable to confirm complaint. Made several attempts by phone and email to contact customer; no reply and no product sent back to investigate.

Event description:
Following hip fx surgery, ortho table failure occurred. Right buttock support gave and patient tipped to the right side. Patient was caught and did not hit the floor, but the event resulted in an additional distal torsion fracture that resulted in surgical intervention.